Event description:
It was reported that during the second cervical lead placement there was a csf leak. Physician chose not to implant the second lead. Patient did have a headache in recovery. He had IV fluids and pain meds. Patient encouraged to drink plenty of fluids over the next several days.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, during a permanent implant a csf leak occurred during placement of the second cervical lead. Th second lead was not implanted. The implanted lead provided bilateral stim coverage in his upper extremities and neck. The patient was treated with meds and IV fluid and encouraged to drink fluids. No other intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.